Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided x-ray image. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The provided x-ray showed the lead under complaint after adding the new lead. No peculiarities were noted which might have contributed to the observed impedance and threshold increase. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. However, regarding gradual increasing impedances and thresholds calcification should be taken into consideration. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.

Event description:
Lead impedance slowly increased - first noted on 30-nov-2023. Threshold also began to increase. The lead was capped and replaced. Should additional information be received, this file will be updated.